Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant a trapease permanent vena cava filter for the treatment of blood clot related injuries. The device in the patient was positively identified by medical records. As of the present, the patient is still implanted with the implanted device, which is known to be dangerous and cause serious side effects. As the result of the trapease filter¿s installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside her body. Additional information provided in the patient profile form (ppf) indicated that other injuries are to be determined by future scans. The patient is reported to be suffering from psychological and mental anguish worrying about it breaking and death. The following additional information was received per the patient¿s implant records: patient has a history of morbid obesity, indigestion, epigastric pain, heartburn, and dyspepsia. The filter was implanted prophylactically to endoscopy with no complications. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately four years four months post implantation. The patient reports perforation of filter strut(s) outside the inferior vena cava (ivc), and tilt. The patient also reports suffering from living in constant fear knowing that the ivc filter could potentially malfunction and seriously injure or kill the patient. On a pain severity scale of one to ten, the pain is a six while on "oxytocin". The patient also reports being limited in daily activities, such as cooking and cleaning to fifteen to twenty minutes each day. According to the information received in the redacted-amended patient profile form (ppf), the patient additionally reports migration of the filter and perforation abutting an organ. The patient became aware of the reported events approximately seven years and two months after the filter implantation.

Manufacturer narrative:
As reported, the patient underwent implant of a trapease inferior vena cava (ivc) filter for blood clots. Per the medical records, the patient has a history of morbid obesity, indigestion, epigastric pain, heartburn, and dyspepsia. The filter was implanted preoperative prophylactically via the right internal jugular vein with no complications. The initially reported becoming aware of filter tilt and perforation approximately four years and four months post implant. The patient also reported pain, psychological and mental anguish related to the filter. The patient is taking medications to control the pain and is reporting being limited in daily activities, like cooking and cleaning, to fifteen to twenty minutes each day. The patient has subsequently reported becoming aware of filter migration and perforation abutting an organ approximately seven years and two months post implant. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without post implant images or procedural films for review, the reported filter tilt, migration, and perforation could not be confirmed, nor a cause determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Due to the nature of the complaint the reported gastro-intestinal issues and swelling experienced by the patient could not be further clarified. Due to the nature of the complaint and the limited information provided the reported pain could not be further clarified. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent implant of a trapease inferior vena cava (ivc) filter for blood clots. Per the medical records, the patient has a history of morbid obesity, indigestion, epigastric pain, heartburn, and dyspepsia. The filter was implanted prophylactically to endoscopy with no complications. As the result, the patient has suffered and is at risk of suffering injuries. Per in the patient profile form (ppf), other injuries are to be determined by future scans. The patient reports psychological and mental anguish. Also, per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, and tilt. The patient reports fear and pain. The patient is taking medications to control the pain. The patient is limited in their daily activities, like cooking and cleaning, to fifteen to twenty minutes each day. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to section (product code).

Manufacturer narrative:
The exact aware date is unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant a trapease permanent vena cava filter for the treatment of blood clot related injuries. The device in the patient was positively identified by medical records. As of the present, the patient is still implanted with the implanted device, which is known to be dangerous and cause serious side effects. As the result of the trapease filter¿s installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside her body. Additional information provided in the patient profile form (ppf) indicated that other injuries are to be determined by future scans. The patient is reported to be suffering from psychological and mental anguish worrying about it breaking and death. The following additional information was received per the patient¿s implant records: patient has a history of morbid obesity, indigestion, epigastric pain, heartburn, and dyspepsia. The filter was implanted prophylactically to endoscopy with no complications. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 4 years 4 months post implantation. The patient reports perforation of filter strut(s) outside the ivc, and tilt. The patient also reports suffering from suffering from living in constant fear knowing that their ivc filter could potentially malfunction and seriously injure or kill them. On a pain severity scale of one to ten, the pain is a six while on oxytocin. Being limited in their daily activities, like cooking and cleaning, to fifteen to twenty minutes each day.